Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer receives loss of connection more frequently when removing pump to shower. Customer positioned pump and transmitter within range, however issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.